Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Additional information received from the center indicated that the patient had significant gi bleeding, which may have been pump related and could have affected the patient¿s overall condition. The pump had reportedly functioned as intended. An autopsy was not performed and the pump was not explanted. The heartmate 3 instruction for use (IFU) bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 months, no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient expired. It was reported that the patient had a significant gi bleeding that may have been related to the pump but not definitely and this may have affected the patient¿s overall condition. It was reported that the device worked as expected and reported that no autopsy was authorized therefore no device will be returned for evaluation. No further information was provided.